Manufacturer narrative:
No sample was received for eval. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports. However, a review of the sterilization certificates of the batches produced in last 12 months does not know any problems that could contribute to the failure reported; pfmea (B)(4) show the procedures used to assemble this product; such procedures have the proper controls for line clearance and cleaning to reduce the risk this kind of defects.

Event description:
The reporter stated that during his hospitalization, the medical team had used the intima subcutaneously with the use of 2.5% glucose + 0.45% nacl solutes. On (B)(6) 2012, the intima was placed in the thigh. On (B)(6) 2012, the medical coprs found cellulitis at the injection site. The inflammation had spread across the thigh both the front and back, stopping below the knee to the groin and back. The device was removed. On (B)(6) 2012, after treatment of pyostacine, cellulite had regressed. (Still a slight induration of a circumference of 5cm.) Additional info received via e-mail on (B)(6) 2013, stating that the doctor had confirmed that there was no surgical intervention. The area was healing without after effects. No further info available.